Event description:
It was reported that thrombus occurred. The patient underwent a left atrial appendage closure (laac) procedure. After the transeptal puncture, the patient was given 6.000 i.e. Heparin arterially. The physician used a watchman® double curve access system. When the physician pushed the pigtail forward, which was 10 minutes after the heparin injection, a thrombus was detected beyond the watchman access system. The thrombus was approximately 1 cm long, as noted in the transesophageal echocardiogram. The activated clotting time (act) had been 110 seconds. The patient was given 4.000 i.e. Heparin and they waited. To make sure the act was correct, the physician took blood in different ways (venous and arterial). After 25.000 i.e. Heparin the act was 312 seconds. The thrombus was dissolved after 90 minutes and 50.000 i.e. Heparin given to the patient. After the thrombus was resolved, the watchman access system was removed. The physicians did not continue the laac procedure; therefore the watchman® closure device was not implanted. The patient was examined for neurological symptoms and none were detected. The patient is currently stable and will be analyzed for coagulation disorder in the future.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).